Event description:
It was reported by repair work order that the side rail could not be fully latched. However, the side rail could be partially latched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.